Manufacturer narrative:
(B)(4).

Event description:
The patient underwent placement of the rns system on (B)(6) 2018. A routine post-op CT was performed at which time an epidural hematoma was noted and was deemed to be medically manageable. On (B)(6) 2018, the patient presented to the neurosurgery clinic with left sided weakness. A CT scan was performed which revealed an intraparenchymal hematoma and edema. The patient was taken to the or on (B)(6) 2018 at which time the rns® neurostimulator and ferrule were explanted. The leads remain implanted.